Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent, suprarenal aortic extension, and a limb extension. A follow-up computed tomography (CT) showed a type 3b endoleak with sac growth. A secondary procedure is scheduled but has not taken place.

Manufacturer narrative:
The clinical evaluation did not confirm the endoleak 3b, however an unknown endoleak was identified and hyper-dilation of the cuff and main body. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. Device remains implanted in the patient and was not returned, no evaluation completed. The root cause is inconclusive, there is not enough information to determine the root cause of the type 3b endoleak. Potential contributing factors to the reported event include off label use. Unable to confirm the reported event due to lack of patient information. These types of events will be monitored and trended as part of the quality system.

Event description:
Patient initially implanted with a bifurcated stent, suprarenal aortic extension, and a limb extension. A follow-up computed tomography (CT) showed a type 3b endoleak with sac growth. A secondary procedure is scheduled but has not taken place. Additional information received: the patient had a secondary case on (B)(6) 2016, and the physician elected to treat the patient with a suprarenal aortic extension and bifurcated to fix the endoleak. The patient is doing well.